Event description:
During an in-clinic follow-up, noise resulting in oversensing and automatic mode switch (ams) were observed on the right atrial (ra) lead. Lead damage was suspected, although not confirmed. No known intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the event was resolved by reprogramming the device.